Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that (B)(6) 2010 the patient was presented for office visit with chronic low back pain. (B)(6) 2010 the patient was presented for office visit wit pelvic pain. She also visited obstetrics and gynecology. (B)(6) 2010 the patient underwent pelvic sonography. Impressions: mild uterine disease with a 3.5 cm submucosal fibroid. (B)(6) 2011 the patient was presented office visit with dizziness, fainting and low bp. (B)(6) 2011 the patient was presented for office visit with headache and hyperlipidemia. The patient underwent CT scan of the head. Impressions: no evidence of hemorrhage or skull fracture. (B)(6) 2011 the patient was presented for office visit with skin lesion, hyperlipidemia, lumbar radiculopathy. Possible diagnoses for the lesion include wart vs seborrheic keratosis vs actinic keratosis vs early skin cancer. (B)(6) 2011 the patient was presented for office visit with cough. (B)(6) 2011 the patient was presented for office visit with lumbar radiculopathy, skin lesion, perimenopausal hot flushes. (B)(6) 2011 the patient was presented for office visit with skin warts, acne. (B)(6) 2011 the patient was presented for office visit with seborrheic keratosis. (B)(6) 2012 the patient was presented for office visit with herpes zoster, hyperlipidemia, gerd. (B)(6) 2012 the patient underwent ultrasound of abdomen. (B)(6) 2012 the patient was presented for office visit with asthma, acute exacerbation and cough. The patient also underwent x rays of the chest. (B)(6) 2012 the patient was presented for office visit with chronic low back pain, neck pain, peripheral neuropathy. (B)(6) 2012 the patient underwent x rays of the cervical spine. Impressions: minimal djd for age. The patient also underwent x rays of the lumbar spine. Impressions: severe djd at l5-s1. (B)(6) 2012 the patient was presented for office visit with degenerative disc disease in lower back. (B)(6) 2012 the patient was presented for office visit with significant burning pain in right wrist and forearm, day and night. (B)(6) 2012, (B)(6) 2012 the patient was presented for office visit with degenerative disc disease, lower back; degenerative joint disease of cervical spine, carpal tunnel syndrome. (B)(6) 2012 the patient was presented for office visit with chronic low back pain, lumbar radiculopathy, lumbar disc degeneration, arthropathy of lumbar facet. (B)(6) 2012 the patient underwent MRI of the lumbar spine. Impressions: l5-s1 large left eccentric disc protrusion severely narrowing the lateral recesses, causing severe central canal stenosis, with mid sagittal ap dimension of the thecal sac of 3.5mm. Moderately severe narrowing of the right and moderate narrowing of the left neural foramen. L4-5 moderate central canal stenosis with broad-based disc bulge, prominent ligmentum flavum and advanced bilateral facet arthropathy. Moderate narrowing of the bilateral neural foramen. L3-4 and l2-3 very mild central canal stenosis with right and left posterolateral disc bulge, prominent ligamentum flavum and mild bilateral facet arthropathy. Mild narrowing of the bilateral neural foramen. (B)(6) 2012 the patient was presented for office visit with chronic low back pain, lumbar radiculopathy, lumbar disc degeneration, spinal stenosis of lumbar spine, arthropathy of lumbar facet. (B)(6) 2012, (B)(6) 2012 the patient was presented for office visit with degenerative disc disease. Impression: broad based disc herniation at l5-s1 that is slightly eccentric to the left. (B)(6) 2012 the patient was presented for office visit with carpal tunnel syndrome. (B)(6) 2012 the patient was presented for office visit with carpal tunnel syndrome. Diagnosis: hyperlipidemia, degenerative disc disease at lower back, carpal tunnel syndrome, pelvic pain. (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 the patient was presented for office visit with lumbar disc degeneration and also for postoperative consultation. (B)(6) 2013 the patient was presented for office visit with rash. Impressions: insect bite vs allergic reaction. Patient was also diagnosed degeneration disc disease in lower back. (B)(6) 2013 the patient was presented for office visit with dermatitis. Patient reported rash over the supra pubic area. Patient's active problem list: pelvic pain, carpal tunnel syndrome, hyperlipidemia and degeneration disc disease in lower back. (B)(6) 2013 the patient was presented for office visit with lumbar radiculopathy and degeneration disc disease of lower back. (B)(6) 2013 the patient was presented for office visit for physical therapy and reported lumbar disc degeneration. Patient reported variable sharp pain, dull pain, ache, stabbing pain, and shooting pain in the central lower back, out to the sides, and down the back of both her legs. Assessments: symptoms consistent with l5-s1 disc bulge, with myofascial tightness. (B)(6) 2013 the patient was presented for office visit with lumbar disc degeneration. (B)(6) 2013 the patient was presented for office visit with lumbosacral radiculopathy. She reported chronic low back pain radiating down to the left leg to the top of her foot. She also underwent MRI of the lumbar spine. Impressions: l5-s1 large left eccentric disc protrusion severely narrowing the lateral recesses, causing severe central canal stenosis, with mid sagittal ap dimension of the thecal sac of 3.5mm. Moderately severe narrowing of the right and moderate narrowing of the left neural foramen. (B)(6) 2013 the patient was presented for office visit with chronic low back pain radiating down to the left to the top of her foot. (B)(6) 2013 the patient was presented for office visit for preoperative visit. (B)(6) 2013 the patient was presented for office visit with lumbar disc herniation. (B)(6) 2013 the patient was presented for office visit with degeneration disc disease in lower back, degeneration joint disease of cervical spine and carpal tunnel syndrome. (B)(6) 2013 the patient was presented for office visit with lumbar disc herniation. The patient also underwent x rays of the chest. Impressions: no cardiopulmonary abnormality identified. C7 cervical rid on the left, no significant changes. Mild degenerative changes of the thoracic spine. (B)(6) 2013 the patient underwent CT scan of the lumbar spine for preoperative study and planning. (B)(6) 2013 the patient was presented for office visit with lumbosacral radiculopathy and hyperlipidemia. (B)(6) 2013 the patient was presented for office visit for preoperative follow up. Patient's active problem list: lumbar disc herniation, carpal tunnel syndrome, lower back degenerative disease, female pelvic pain, hyperlipidemia. (B)(6) 2013, patient was admitted due to lumbar radiculopathy. Patient underwent following procedure: fusion of lumbar and lumbosacral vertebrae, posterior technique; for pre-op diagnosis of lumbar disc herniation with radiculopathy. No complications were reported. (B)(6) 2013, patient presented for follow-up for lumbar fusion surgery. Patient reported significant pain in back. (B)(6) 2013, patient presented for follow-up for lumbar fusion surgery. Patient reported low back pain and discomfort. Patient had difficulty in ambulation. (B)(6) 2015, patient underwent x-ray of lumbosacral spine. Impression: interval spinal fusion of l5-s1. (B)(6) 2013, patient underwent bilateral screening mammogram. (B)(6) 2013, patient presented for follow-up and reported low back pain. (B)(6) 2013, patient presented for follow-up and reported low back pain and wrist pain. (B)(6) 2013, patient presented for office visit. (B)(6) 2013, patient presented for nine month follow-up on carpal tunnel syndrome. Patient reported numbness in left hand radial 4 digits for last 9 months. (B)(6) 2014, patient presented for office visit. (B)(6) 2014, patient presented with angina like symptoms. (B)(6) 2014, patient presented with chief complaint of sleep and smoking problem. (B)(6) 2014, (B)(6) 2014, patient presented for office visit. (B)(6) 2014, patient presented for office visit to discuss pain medications. (B)(6) 2014, patient presented for office visit and requested nicotine patches. (B)(6) 2014, patient presented for office visit for lumbar evaluation for physical therapy. Patient reported constant sharp pain, dull pain, ache, stabbing pain, shooting pain, numbness, stiffness, tenderness and throbbing pain in the central lower back, which radiates down to front and back of legs most of the time. Symptoms worsen with activity. (B)(6) 2014, patient presented with chief complaint of right sided chest pain. Patient also had difficulty in speaking. Patient underwent x-ray of chest. Impressions: no failure, pneumonia or pneumothorax. Patient underwent MRI of brain. Impression: unremarkable MRI of the brain. No evidence for acute infarct or other abnormality. (B)(6) 2014, patient presented for follow-up on chest pain which had resolved. (B)(6) 2014, (B)(6) 2014, patient presented for office visit for back pain. (B)(6) 2014, patient presented for office visit for chronic low back pain which is intermittent and aching. (B)(6) 2014, patient presented for assessment of pain medications. (B)(6) 2014, patient underwent carpal tunnel release (left) for pre-op diagnosis of carpal tunnel syndrome with nerve entrapment. No complications were reported. (B)(6) 2014, patient presented for office visit. On (B)(6) 2014, patient presented for evaluation for chronic pain program. Patient reported pain in lower back, bilateral arms, legs, chest, neck and right shoulder. Patient underwent x-ray of lumbar spine. Impression: interval spinal fusion l5-s1. (B)(6) 2014, patient presented for office visit for complaint of low back pain. (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, patient presented for office visit for chronic pain management. (B)(6) 2014, patient presented for office visit for pain medications refill. (B)(6) 2014, patient presented for office visit with complaint of cough.